Manufacturer narrative:
Analysis found that could not replicate the reported fault. Pre-repair temperature test could not be performed as motor was stalling and error code 15 (handpiece stalled) displayed. Further inspection found housing and motor cable assembly heavily corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was over heating during set up. There was no patient impact. On follow-up it was reported that overheating probably occurred in less than a minute.